Event description:
A malfunction was reported on a pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any further issues arise, which was acknowledged and understood.